Event description:
It was reported that when the distal end was entering the ureteral stent, severe exfoliation occurred with the guide wire. This made it impossible to deliver the guidewire. The hospital had suspicion of the product quality and stopped using the product. Currently, the customer did not use the product, thinking there was a high operation risk. Per additional information received from sales representative on 03apr2023, stated that when the guide wire was used during the operation, there was no problem with the first insertion, but the guide wire needed to be adjusted. But when the second insertion, the hydrophilic coating on the surface of the guide wire appeared peeling and it was stopped being used. Then a new wire was replaced for use. The guidewire was completed removed from the patient and no pieces residual in the patient. No photo and sample will be returned.

Manufacturer narrative:
The reported event is inconclusive because no sample was returned for evaluation and further investigation was inconclusive. Though a specific cause cannot be determined, a potential root cause for this event could be, inadequate material selection, and/or bonding between layers, degradation. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract." "Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract." "Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." "Failure to comply with the warnings could result in damage to the guidewire to include, but not limited to: wire breakage, abrasion of the coating, release of guidewire fragments into the urinary system, all of which might require intervention." Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the distal end was entering the ureteral stent, severe exfoliation occurred with the guide wire. This made it impossible to deliver the guidewire. The hospital had suspicion of the product quality and stopped using the product. Currently, the customer did not use the product, thinking there was a high operation risk. Per additional information received from sales representative on 03apr2023, stated that when the guide wire was used during the operation, there was no problem with the first insertion, but the guide wire needed to be adjusted. But when the second insertion, the hydrophilic coating on the surface of the guide wire appeared peeling and it was stopped being used. Then a new wire was replaced for use. The guidewire was completed removed from the patient and no pieces residual in the patient. No photo and sample will be returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.